Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "tip was occluded" (occlusion within device). A customer reported during surgery, it was noticed the tip was occluded. The tip was flushed but still would not work. Another tip was opened and functioned as intended. There was no pt injury reported.